Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the capio did not fire properly (specifics unknown).the procedure was completed with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the capio did not fire properly (specifics unknown). The procedure was completed with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed no anomalies. Functional testing of the returned capio device revealed that the device fired properly, and no anomalies were observed.